Event description:
It was reported that during an atrial fibrillation ablation procedure, the luer extension tube of the cool path catheter broke. The physician also noted fluid exiting from the proximal connection to the handle and the irrigation pump alarm sounded. The catheter was being used to create geometry of the left atrium. The catheter was exchanged for a new one and the procedure was completed with no consequences to the pt.

Manufacturer narrative:
Results: process eval. The visual inspection of the returned device revealed the lure extension tube was broken at the handle edge, however the inner fluid lumen was attached to handle and twisted. The catheter failed the ablation simulation test. A pal message received from the test generator and an occl alarm was received from the test pump. Saline leaked through the damaged fluid lumen and luer extension tube. A guide wire was used to verify the fluid lumen path from the lure to the tip of the catheter. It stopped at the twisted and broken area of the lure extension tube. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The root cause classification is consistent with supplier quality. A quality improvement project was initiated to investigate the issue and improve the process. As a result, improvements to the tubing quality and improvements to the internal inspection process have been instituted. Sjm partnered with the vendor of the tubing and determined that the material was not processed with the necessary conditions to ensure optimum tubing quality; the process has been improved by the vendor in order to prevent potentially defective tubing from being utilized during the manufacturing process, sjm has additionally instituted a new testing fixture that improves our ability to detect the nonconforming tubing.